Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level was 500mg/dl. The customer had no any symptoms. The customer was treated with insulin pump. Customer stated that the current blood glucose level was 133 mg/dl and the time of incident blood glucose level was 259mg/dl. Based on customer report customer did allege pump was under delivering .customer stated that the cannula was bent. The insulin pump will not be returned for analysis.